Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. Reportedly, the customer is wearing the infusion set for 3 days. Tandem clinical support informed customer that wearing the infusion set for 3 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 110-130 mg/dl.